Event description:
Sorin group received a report that during a heart valve replacement, the s3 roller pump experienced a failure. Cardiac massage was performed while the pump was replaced. The change out took approximately 16 minutes. There was no report of injury due to the incident.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during a heart valve replacement, the s3 roller pump experienced a failure. Cardiac massage was performed while the pump was replaced. The change out took approximately 16 minutes. There was no report of injury due to the incident. It was reported that the hospital's clinical engineering department later evaluated the pump, resolved the issue and the pump was returned to service. The investigation is on-going. A follow-up report will be submitted when the investigation is complete.